Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for assessment. The returned device included the hemostasis sheath, carrier tube, and packaging. The hemostasis sheath and carrier tube were returned fully mated, rear locked and the anchor visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, then set to the fully rear-locked position. The anchor deployed and posted properly on the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. The anchor, suture, collagen and tamper tube deployed from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits of the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted e3: occupation: lead radiographer adn rps for interventional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the anchor failed to deploy on the angio-seal device. The event occurred during the use on the patient/during placement. There was no injury to the patient.